Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. An internal component anomaly was found to be the cause of the premature battery depletion.